Event description:
It was reported that the patient went to the emergency room (ER) due to hypoglycemic shock. The patient's blood glucose levels dropped below 70 mg/dl while wearing the pod longer than 48 hours. The pod was removed in the ER and discarded, and the patient was treated with intravenous fluids. She was released from the ER after 3.5 hours.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported ER visit and hypoglycemia. No lot release records were reviewed, as the product lot number was not provided.